Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the blood draw couldn't be used because it was leaking through the filter. The event occurred while in use with patient. There was patient involvement, and no patient harm/adverse event reported.